Manufacturer narrative:
Unit was received with operating currents within specification. No unexpected battery out limit alarms were noted. Unit passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No unexpected no delivery alarms were noted. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit was received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. The numbers on the screen started to ramp and the insulin pump was jumping from screen to screen. Customer's blood glucose level was 247 mg/dl. The customer was unable to set the clock on the insulin pump. The insulin pump also alarmed no delivery. The customer was unable to clear the alarm because the act button was unresponsive. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.